Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels; however, no specific levels were provided. Reportedly, contact stated that the customer's bg levels decreased after administering a bolus with the pump, but that the customer's bg levels were higher than they expected. Customer changed supplies on (B)(6) 2016, and reportedly, woke up on (B)(6) 2016 with elevated bg levels and vomiting. Customer was taken to the hospital where they were admitted for diabetic ketoacidosis. Customer was released on (B)(6) 2016. Multiple attempts were made by tandem's technical support to obtain additional information; however, no additional information regarding this event was provided.